Manufacturer narrative:
The battery was returned to the manufacturer for analysis. The returned battery measured 26.39 vdc. Prior to testing, the battery was connected to a known good ups and allowed to fully charge. With a load applied consisting of a 500w lamp and under battery power, the ups shut down in one minute and thirty nine seconds. The battery will not hold a charge.the hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the system battery was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-03 (B)(6) (rep, uf) medtronic received information regarding a navigation system that was used outside of a procedure. It was reported that when the site attempted to use the system for a case, the system had shut down within a minute that it was unplugged from the wall and powered on. The system has been plugged into the wall all weekend prior to this event. The system was powered on and used for the case. There was no patient present during the time of the event. On 2019-dec-05 additional information received from manufacturer representative stating that the site was able to use the system to complete the case by plugging in the system once in the room. The issue did not reoccur during the case and the cause of the issue was determined to be that the battery was not charging/holding a charge.